Event description:
The rptr stated that rptr did back to back blood glucose tests, minutes apart. Rptr was using the same fingerstick for rptr's first two readings of 172, 130 and a new fingerstick with a reading of 96 mg/dl. Rptr did not have any symptoms. On followup, the rptr stated that rptr may be putting too much blood on the test strip. No harm was alleged.